Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator was inoperable due to graphical user interface (gui) printed circuit board (pcb) and breath delivery unit (bdu) printed circuit board (pcb) failure. The ventilator was not in use on a patient at the time the malfunction occurred. A covidien service engineer (se) inspected the device and found relevant diagnostic codes in the event log. To address the failure. The se replaced the gui pcb and bdu pcb. The se performed self-testing on the device and all tests passed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.